Event description:
It was reported that the patient has bilateral knee implants and has pain in his right knee. The patient has experienced extreme pain after playing golf and feels it the next day. The patient is also unable to ride his bicycle. His knee hurts every day and he also had swelling. The patient has been having pain for the last three months. The patient is also reporting having some stiffness if he is seated for a while.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 6632-3-630, duracon universal b/p non-beaded, lot code: rmnv. Cat. No.: 6642-2-100, dura duration all poly pat med, lot code: 00110178. Cat. No.: 6642-1-809, dura duration a/p tib lg 9, lot code: 11395001. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Implanted.

Manufacturer narrative:
An event regarding crack/fracture involving a duracon patella ((B)(4)) and wear involving a duracon insert ((B)(4)) was reported. Based on the provided information, the product reported in this investigation did not contribute to the event and is therefore considered concomitant. No further investigation is required at this time.

Event description:
It was reported that the patient has bilateral knee implants and has pain in his right knee. The patient has experienced extreme pain after playing golf and feels it the next day. The patient is also unable to ride his bicycle. His knee hurts every day and he also had swelling. The patient has been having pain for the last three months. The patient is also reporting having some stiffness if he is seated for a while.